Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the significant events leading up to event were unknown. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The customer was instructed to discuss possible causes for hbgs and to follow the two hbg rule.